Manufacturer narrative:
(B)(4). Batch # n55135. The analysis results showed that one gst60g reload was received fully fired, with the pan detached from the cartridge. In addition, the cartridge was returned with 23 drivers missing. While no conclusion could be reached as to how the pan became dislodged from the reload. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Date sent: 2/8/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that before a laparoscopic sleeve procedure, the cst was loading the device with the reload. The metal housing under the cartridges it bent and came off, causing the plastic white staple drivers to come out. Another device reload was opened (same lot) and was just fine. Stapler worked great during the case. There were no adverse consequences for the patient.